Manufacturer narrative:
E1: facility name: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. All clamps were open, and no kinks were in the line. Per reporter, they instructed the patient to gently press around the port site but the alarm continued. They attempted to remove the cassette, but the silver clamp bar was locked. Patient was redirected to the clinic. Volume 163.4 ml. This event occurred at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.